Event description:
During a procedure, an audible "pop" was heard and the resident realized the glidescope had broken. It was removed and two pieces recovered. An oral fiber optic intubation was then completed without difficulty. The broken glidescope was reconstructed from the three pieces (glidescope and two additional pieces) and appeared complete. No patient injury was identified. The resident using the glidescope emphasized that very little force had been used.

Manufacturer narrative:
(B)(4). Immediate visible damage: tip broken off. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.